Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the procedure was cancelled. A rotablator console kit assy gen 230v was selected for use. During the procedure, the physician found that the hose connecting the foot pedal and console was leaking. The procedure was not completed due to this event. No complications were reported and the patient was stable post procedure.